Event description:
The patient underwent the successful embolization of a basilar artery aneurysm and was subsequently discharged. Seven days post procedure, the patient went to the emergency room after suffering a headache the day before that had resolved. The patient was found to have suffered a transient ischemic attack (tia) and an ischemic stroke. A thrombus was occluding the left posterior cerebral artery. The tia and stroke were treated with medication (type and dose not disclosed) and were both reported to be resolved without residual effect.

Manufacturer narrative:
Other, for no allegation of product malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently, there are no further details to report.